Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a rise in shock impedances on the right ventricular (rv) lead. The shock impedances rose and became out of range at 131 ohms. At this time, the ICD and rv lead remain in service. The patient is being monitored. No adverse patient effects were reported.